Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl. Reportedly, the customer was able to bring bg level back to target level. The customer stated that the pump was functioning as intended and troubleshooting did not occur with tandem's technical support.